Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the aaa procedure was completed. Reportedly post procedure, the suture knots of the first and second prostyle devices were successfully advanced to the vessel wall and tightened (worked as intended); however, there was still arterial flow from the track. Surgical cutdown with manual suturing was done to achieve hemostasis there was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.